Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator had intermittent 3 and 12-lead ECG readings. There was no negative pt impact.